Event description:
Per the clinic, it is suspected that the patient has an internal magnet dislodgement after underwent a 1.5t MRI scan on (B)(6) 2026, for other medical reasons. It was reported that the patient felt a popping sensation in the region of implant and experienced some throbbing pain and headache. The external sound processor was reported to no longer connect with the implant via the magnet. Additional information has been requested but has not been made available as of the date of this report. The implanted device remains.